Manufacturer narrative:
Exact date unknown, event occured a few months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperative and the explanted ipg was discarded.